Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The audio bolus button was missing, and therefore, the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The fact that the user's infusion set was detached from her body may cause a blood glucose elevation. Also, since the patient was new to the pump and the patient's father stated that he did not know whether the pump settings were correct, this could influence the pump's delivery of insulin. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's father said the patient's blood glucose levels became elevated the morning prior to contacting animas. The patient reportedly woke up with a blood glucose level of over 300 mg/dl. The infusion set had reportedly become disconnected from the patient's body overnight. The patient's blood glucose levels remained elevated all day from 300 mg/dl to "hi" but the patient did not check for ketones and did not have any symptoms. The patient reportedly had a blood glucose level of 181 mg/dl at 6:30 pm the night prior to waking up with elevated blood glucose levels. The reporter also said he noticed air bubbles in the infusion set tubing but did not see any in the cartridge. He states the patient is new to insulin pump therapy. He is unsure what the delivery settings should be on the pump but says that he uses the settings to calculate and delivers the recommended bolus doses. The patient's father said he gave an injection of insulin to lower the patient's blood glucose levels. The animas representative recommended filling the cannula on the fill cannula step during prime. She also recommended that the patient's father monitor the patient's blood glucose levels and call back with any further issues. The reporter has not called back.